Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump intermittently flashed a black screen with a rotating circle and entered a boot loop, and the user noted longstanding mild fuzziness along the right side of the display that had not previously affected operation. Symptoms included no alerts or audible alarms during the boot loop. Outcomes included replacement of the pump. Investigation included review of the reported device behavior consistent with display malfunction and repeated restart. Investigation of this case revealed a suspected device malfunction involving the display and system restart behavior, with the affected component being the pump display/interface. It was concluded, based on previously established findings for similar reports, that the cause was an equipment malfunction of the display subsystem leading to repeated reboot.